Event description:
It was reported via literature that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. At the time of av node ablation, a blazer catheter was advanced to the av node, but catheter stability proved challenging. The sheath was then exchanged for a bidirectional non-bsc sheath, which facilitated adequate stability to complete the procedure. Two hours post implantation of the closure device, the patient developed mild hypotension. An echocardiogram was performed, which revealed the presence of a pericardial effusion. The patient then went into cardiac tamponade. Pericardiocentesis was performed to treat the pericardial effusion. The patient was discharged home and was started on dual antiplatelet therapy two day post index procedure.

Manufacturer narrative:
Literature citation: hanley a, bode wd, heist ek, leyton-mange j, chatterjee n, chokshi m, ha g, ruskin j, mela t, yamada k, mansour m. Management of patients with interrupted inferior vena cava requiring electrophysiology procedures. J cardiovasc electrophysiol. 2020 may;31(5):1083-1090. Doi: 10.1111/jce.14421. Epub 2020 mar 13. Pmid: 32128930. Date of event: estimated as (B)(6) 2018 as the exact date is unknown, but the event took place between 2018 and 2019. Implant date: estimated as (B)(6) 2018 as the exact date is unknown, but the event took place between 2018 and 2019. (B)(6).